Event description:
It was reported in xio that when the number of fractions is changed for a proton spot beam, the mu are recomputed and rounded if necessary, but the dose is not recalculated as it should be even after saving and reopening the plan. There was no mistreatment reported in this case. No further information was reported.